Event description:
It was reported that when using the bd pyxis¿ medstation¿ es drawer 6 (bottom drawer) of the main tower failed to close and lock repeatedly over the last 24 hours. The customer stated that this malfunction occurred while dispensing the medication and they were unable to access/issue the medication, which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 27-apr-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that a drawer was failing to close. A field service engineer (fse) removed the back panel of the pyxis and identified a loose lock sensor, which was tightened, restoring proper drawer functionality. The repair was tested in the hardware test application, and the test passed successfully. The system functioned as intended after the field service engineer repaired the device.